Event description:
It was reported that the doctor was unable to deploy the vena cava filter. The legs were stuck in the catheter, so the doctor had to remove it with the retrieval system. There was no reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. One g2 filter and g2 femoral delivery system (pusher wire, storage tube and y-body) were received. The introducer sheath was not returned with the rest of the sample. Upon initial inspection of the returned sample, the pusher wire handle appeared slightly bent and was intact. The storage tube and the y-body had no defects and were intact. There were 4 legs that appeared crossed on the filter. All arms, legs and hooks were present and intact. The filter was measured and all measurements taken were within specifications. The result of the investigation was inconclusive as the introducer sheath was not returned for evaluation. The root cause is unk. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.